Event description:
Technician alleged the head section could not be lowered on a totalcare sport bed which was in storage.

Manufacturer narrative:
Technician found the head hi/lo did not go down due to valve being stuck. Technician replaced the valve to resolve.